Manufacturer narrative:
Clarification to d9: this date reflects the date photos of the device were received. The physical device has not been received at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: device photograph(s), for the device related to the reported event of rupture and capsular contracture requested on december 06, 2023. It is not possible to determine, the lot number or catalog number through the photos provided. Visual analysis of the photographs identified rupture observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side implant rupture. And capsular contracture, baker grade ii. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed, broken device assessed as fold flaw opening and missing shell assessed as inconclusive. ¿ capsular contracture-breast: unable to observe since it is not related to the device. Additional observations: ¿ stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side implant rupture and capsular contracture, baker grade ii. The device has been explanted and replaced.